Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained via: were there any patient consequences? If yes, please describe. No. Did any needle piece(s) fall into the patient? While suturing, able to find both pieces. If yes, was\were the needle piece(s) retrieved during the same procedure? Yes. Were x-rays taken to locate the needle piece(s)? None. What measures were taken to retrieve the broken piece(s)? Able to find both pieces and visibly seen. Was there any additional tissue damage as a result of searching for the needle piece(s)? None. If not retrieved, in what tissue structure the needle piece(s) were retained? Is there any plan in place to remove the needle piece(s) in the future? N/a please provide details. Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep). Please confirm if the device is available for product return. If yes, please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. Product return not available.

Event description:
It was reported that a patient underwent an unknown procedure in (B)(6) 2024 and suture was used. During the procedure, per user facility medwatch form #mw (B)(4), during suture procedure, the needle broke in half while suturing. Able to find both halves of needle. Unknown if the device was available for return. No adverse patient consequences were reported. Additional information was requested.